Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that surgeons at the hospital has problem with the exeter plug.

Manufacturer narrative:
An event regarding unclear issue involving an exeter bone plug was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned, it remains implanted. Medical records received and evaluation: not performed as no medical information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review was not performed as the reported issue is unclear. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as clarification of the reported issue, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that surgeons at the hospital has problem with the exeter plug.